Event description:
After an interventional procedure, a physician who is trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The device was removed and manual compression was applied for 45 minutes to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The starclose se device was returned without firing the clip and the returned condition substantiated the reported product experience. Analysis indicated that the proximal end of the flex-guide was heavily carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath. Subsequently, the thumb advancer deployment and sheath splitting were stopped. Based on investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. Review of the device history record for this lot did not reveal any non conforming material reports associated with this reported event. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous 2nd diagonal branch. Another manufacturer stent was implanted in the left anterior descending artery. In order to dilate the lateral branch, the 1.50x12mm apex push monorail was inflated to ten atmospheres and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.